Event description:
The company was informed that the pt's clinic elected to upgrade the pt's device during surgery to implant the contralateral ear. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.